Manufacturer narrative:
Based on the current information provided, the cause of intra-operative complication is unknown. It is unclear how much blood was lost and what medical intervention was administered due to the intra-operative bleeding other than clamping down with a stapler instrument. If additional information is obtained, a follow-up MDR will be submitted. The stapler instrument user manual states the following: the stapler features smartclamp feedback, which detects whether or not the stapler jaws can adequately close on the target tissue during clamping. If while clamping the stapler detects that the jaws cannot adequately close on the target tissue, clamping stops and a message appears. The message provides a percentage to indicate how far the stapler has clamped, and provides a countdown the stapler will not fire until the instrument is fully clamped. The system logs show that the curved-tip stapler 30 instrument was installed twice with a gray stapler 30 reload installed. On the first install, there were no clamps or fires attempted. On the second install, there were 9 incomplete clamps in 9 attempts, with completion percentage ranging from 86% - 94%. The user never completed a clamp or attempted to fire the curved-tip stapler 30 instrument. Prior to use of the curved-tip stapler 30 instrument, there were 2 completed firings of blue sureform stapler 45 reloads with a sureform stapler 45 instrument. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: tip-up fenestrated grasper (part #470347-11; lot #n10181012-0127) ¿ had zero lives remaining at the end of the procedure and site reviews have shown that no complaints were filed against the instrument. Vessel sealer extend (part #480422-01; lot #l90191028-0315) ¿ is a single use instrument and site reviews have shown that no complaints were filed against the instrument. Sureform stapler 45 reload ¿ qty 2 (part #48345b) ¿ is a single use instrument accessory and site reviews have shown that no complaints were filed against the accessories. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, oozing of blood was observed during attempts to reclamp a curved-tip stapler 30 instrument on the pa. As a result, the case was converted to open surgery and the surgeon was able to control the bleeding by clamping on the vessel with a stapler instrument. The surgical procedure was completed via open surgery and no repair of the vessel was required.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon attempted to clamp on the pulmonary artery (pa) using a curved-tip stapler 30 instrument with a gray stapler 30 reload installed. The instrument clamped to about 90% but did not reach 100%. During an attempt to re-clamp, the pulmonary artery ¿became rubbed¿ and oozing was visible. As a result, the surgeon made the decision to convert the procedure to open surgery. The bleeding was controlled by grasping the vessel with a stapler instrument. No noticeable bleeding was observed after the case was converted to a thoracotomy. The procedure was completed without vascular repair.